Manufacturer narrative:
Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause of the reported post procedure tavr valve migration cannot be determined. However, per report the 29mm xt valve was implanted with 2 ml less than nominal volume. It is possible that the xt valve frame was not completely expanded, which may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post procedural valve migration was detected on a follow-up visit and the 29mm sapien xt valve had to be explanted on post-operative day (pod)-45. A 29 mm sapien xt valve was deployed with 2 ml less than nominal volume and landed in an approximately 50:50 position with negligible tilt at the left coronary cusp (lcc) side. The operating physicians judged the deployment to be successful and finished the procedure. On a follow-up visit, the echocardiogram revealed that the xt valve had migrated toward the left ventricle. A valve-in-valve tavi was scheduled to be performed on postoperative day (pod) 45. On the day of the valve-in-valve procedure the computed tomography (CT) showed that the valve position was 0:100 aortic/ventricular (a/v) at the right coronary cusp (rcc) and 20:80-30:70 a/v at the right coronary cusp (rcc) side and lcc side respectively. The valve-in-valve procedure was performed via a transfemoral approach. Upon insertion of the second valve into the first valve, the nose cone of the delivery system contacted the first valve and made it fall into the left ventricle. The procedure was converted to a surgical aortic valve replacement (savr). The patient's vital signs were stable throughout the procedure. As of the 5th postoperative day, the patient was well and could walk around the hospital.

Manufacturer narrative:
The explanted valve was returned to edwards lifesciences for evaluation. Upon visual inspection it was noticed that the valve frame was bent, likely due to the explant procedure. There was a small deposit (ingrowth) on the inflow side. The leaflets were stiff (likely due to the valve being in formaldehyde). One leaflet had a crease near the stent. No patient information was provided to allow the engineering/clinical team to assess the native annulus or other patient anatomical conditions. Imaging of the procedure was not available for edwards lifesciences to review. Without imaging, patient factors (native valve calcification), and procedural factors (imaging intensifier angle, valve deployment position, confirmation of valve migration or embolization) could not be confirmed/assessed. The presence of ingrowth on the valve indicates it was explanted. Engineering is unable to confirm the reported valve migration based on the condition of the returned device. Available information suggest that procedural factors may have contributed to the event. It should be noted that per report, the xt valve was deployed using less than the recommended inflation volume per IFU/training: "a 29mm sapien xt valve was deployed with 2 ml less than nominal volume." No IFU/training inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the january 2016 control limits for the trend categories. No evidence of a manufacturing issue is supported with available information. Therefore, no corrective or preventative action is required.